Event description:
The pt had swelling and was diagnosed with an infection. They planned to treat the infection and then possibly re-implant at a later date. It was unclear if the devices had already been explanted at the time of this report. Additional info has been requested; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).